Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when entering patient information, the mobile programmer application displayed a blank screen, with a message, indicating that an unexpected error occurred, and instructing the user to close the application. It was noted that the issue occurred when the user selected "clear all" within the implant date field. Repeating this action produced the same behavior. The programmer remains in use. No patient complications have been reported as a result of this event.